Manufacturer narrative:
The procleix ultrio elite assay is not approved in us. (B)(4).

Event description:
On 30-dec-2016, (B)(6) located in (B)(6) was notified regarding a repeat donor, who went to the hospital in (B)(6) 2016 with (B)(6) symptoms. Communication of the donor's diagnosis resulted in a look back to be performed by (B)(6), which identified an immunocompromised recipient who was transfused with rbcs from this donation on (B)(6) 2016 and was (B)(6) (abbott real time pcr test) on two separate blood samples but (B)(6) for (B)(6) markers when tested in (B)(6) 2017.